Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no response from any button, and frozen display. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and pump was not exposed to change in altitude. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. No product return was required formmt-1886.

Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. No display anomaly noted. The pump passed the self test, sleep current test, displacement test, rewind and active current test. All buttons function properly. No keypad/ button unresponsive noted during testing. All current are within specs. Pump was cut open to perform visual inspection and found no moisture damage on the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. No stuck key alarm found in the history files or traces. The following were noted during visual inspection: minor scratches on lcd window, cracked keypad overlay and scratched case. In summary, customer alleged keypad unresponsive not confirmed. Display anomaly-frozen screen not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.